Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an 840 ventilator did not pass the power on self-test (post). There was no patient involvement at the time of the reported incident. The field service engineer (fse) inspected the device and replaced the analog interface (ai) printed circuit board (pcb). The fse performed testing and calibrations and the ventilator operated within the manufacturing specifications.

Manufacturer narrative:
An analog interface (ai) printed circuit board (pcb) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no anomalies were found. The returned component was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that the root cause was isolated to an electronic component. If information is provided in the future, a supplemental report will be issued.